Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and resumed insulin delivery additionally, it was reported that the pump battery could not be charged. Ultimately, the customer reverted to an alternate method of insulin therapy. Customers blood glucose was 157 mg/dl.